Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3415/06053931, tg3420/06044371) to repair a thoracic aortic aneurysm. It was reported that proximal segment of the endoprostheses was implanted inside a previously implanted graft. Preoperative aneurysm diameter was 73 mm. The patient tolerated the procedure. On (B)(6) 2008, follow-up imaging showed no issues. The diameter of the aneurysm was 65 mm. On (B)(6) 2009, one year follow-up imaging showed no issues. The diameter of the aneurysm was 65 mm. On (B)(6) 2010, two year follow-up imaging showed the diameter of the aneurysm measured 74 mm. There were no endoleaks or other complications. The physician elected to monitor the patient. On (B)(6) 2011, the thoracic aortic aneurysm ruptured. On (B)(6) 2011, the patient underwent an additional endovascular procedure using non-gore device to repair the rupture of the aneurysm. The patient tolerated the procedure. On (B)(6) 2011, three year follow-up imaging showed no issues. The diameter of the aneurysm was 76 mm. Follow-up was discontinued, therefore, no further information was available.